Event description:
It was reported the battery was deteriorating. No patient involvement reported at this time.

Manufacturer narrative:
The bench tech evaluated the device. It was determined that this was a malfunction of the battery the replacement for which was ordered, and as soon as it's delivered the device will be returned to full functionality and returned to the customer.